Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/05/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and failed due to moisture damage on j3 pins. The receiver failed to charge and reboot. Receiver download and functional testing cannot be performed with receiver in this state. The receiver case was opened for further evaluation. The moisture indicator was activated. The reported event of receiver ceased to function was confirmed. The root cause was determined to be moisture damage.